Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Reporter alleged obtaining the results of 302 mg/dl and 132 mg/dl back to back within 10 minutes on the advantage system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Event description:
Device issue: stent dislodgement. Adverse event: death. Onset of adverse event: during procedure. It was reported that during the procedure in the mid left anterior descending artery, the graftmaster stent was deployed to seal a perforation; however, the stent dislodged distally and was implanted. Reportedly, the perforation was sealed; however, the pt died. Exact date and cause of death is unk. Reported info indicates that the graftmaster did not cause additional complications or the adverse event. Though requested, additional info was not provided.